Manufacturer narrative:
Pt's age: the patient was born in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which led to peritonitis. The breach was further described as a change in caregiver. On the same day as the onset, the patient was hospitalized for the event. Treatment for the event and the patient¿s outcome was not reported. At the time of this report, pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was treated with unspecified antibiotics which were discontinued 17 days after the event onset. The same day the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.